Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reported unit constantly alarming. No patient/user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 15mar2019. Philips service engineer troubleshot with the customer over the phone. It was identified that the alarm settings were not set correctly. Correcting the settings resolved the issue and the unit was ready for use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.